Event description:
The technician alleged the brake casters on the foot end of the stretcher are not holding. No patient impact.

Manufacturer narrative:
The technician replaced both foot and brake casters to resolve the issue.